Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient stood up unassisted, lost balance and fell due to the weight of the monitor. It was reported that the patient sustained a laceration to their right eyebrow. The patient was taken to the hospital. It is unclear what type of medical treatment the patient received. Outcome of the irritation is unknown.